Manufacturer narrative:
The norwood procedure is used to correct inadequate systemic blood flow in hypoplastic left heart syndrome. Since the left ventricle and aorta are markedly underdeveloped in this syndrome, the surgeon must reconstruct a "neoaorta" and direct blood outflow from the right ventricle into the aorta in order to establish adequate systemic blood supply. Sg pulmonary patch allografts are often used as augmentation patch grafts in the reconstruction of the aorta in the norwood procedure. Because of the abnormal anatomy, systemic blood flow must be provided by the right ventricle in this situation. Therefore the sgph00 allograft is in fact being used for reconstruction of the right ventricular outflow tract consistent with the product's indications for use.

Event description:
According to the report, "received a phone call this morning from the cvor charge nurse stating that [the surgeon] has noticed a significant stenosis increase in patients implanted with the sg trunk patch and sg hemi-artery in arch, norwood, and reconstruction procedures." Additional information received on 03/10/2016 included four patients, three receiving a synergraft pulmonary hemi-artery, and one receiving a synergraft pulmonary trunk patch; the other patients will be address in separate complaints. This report will focus on one of the patients who received a synergraft pulmonary hemi-artery; a separate report will be submitted and will focus on the synergraft pulmonary trunk patch.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "received a phone call this morning from the (B)(6) nurse stating that [the surgeon] has noticed a significant stenosis increase in patients implanted with the sg trunk patch and sg hemi-artery in arch, norwood, and reconstruction procedures." Additional information received on 03/10/2016 included four patients,three receiving a synergraft pulmonary hemi-artery, and one receiving a syngergraft pulmonary trunk patch; the other patients will be addressed in separate complaints. This report will focus on one of the patients who received a synergraft pulmonary hemi-artery; a separate report will be submitted and will focus on the synergraft pulmonary trunk patch.

Manufacturer narrative:
According to the report, "received a phone call this morning from the cvor charge nurse stating that [the surgeon] has noticed a significant stenosis increase in patients implanted with the sg trunk patch and sg hemi-artery in arch, norwood, and reconstruction procedures." This report will focus on the synergraft pulmonary trunk patch; a separate report will be submitted and will focus on the synergraft hemi-artery. Numerous attempts were made to seek additional information relating to, the number of patients having stenosis, what procedure was performed, age of the patients, any co-morbidities, associated sids, date of implant, when the stenosis was diagnosed and how, the dates of intervention, the current status of the patients, and if operative notes and imaging were available. On 03/10/2016 a response was received stating, "in (B)(6) the surgeon(s) began to notice a change in patient outcomes which required an intervention. Included are the dates and type of intervention(s) which were done for the patients. Unfortunately, I do not have access to any images, operative notes, etc." "Hemi - (B)(6) 2015 norwood - cath (B)(6) 2015 for ballooning of recurrent coarctation in distal arch - cath (B)(6) 2015 for ballooning of recurrent coarctation in distal arch." The certificate of assurance for (B)(6) was reviewed. All attributes identified at inspection were documented appropriately. The allograft met specification. A review of training records indicates that the technician who inspected this allograft at packaging was appropriately trained for the tasks performed. A review of the available information was performed. According to additional information received from the site the patient underwent a norwood procedure on (B)(6) 2015 with sid (B)(6). The patient underwent two cardiac catheterizations on (B)(6) 2015 and on (B)(6) 2015 for ballooning of recurrent coarctation in the distal arch. The norwood procedure is the first stage of a three part surgical palliation procedure to correct hypoplastic left heart syndrome (hlhs). Hlhs constitutes a spectrum of cardiac anomalies that result in underdevelopment of left sided heart structures. It is characterized by the underdevelopment of the aorta, aortic valve, left ventricle, mitral valve, and left atrium, resulting in severe or total obstruction of blood flow from the left ventricle. Coarctation of the aorta (narrowing of the aorta) is the most frequently associated anomaly with hlhs, and it may impede retrograde blood flow to a diminutive ascending aorta. Without some form of intervention, hlhs is universally fatal within the first weeks of life and is the most common cause of cardiac related death in children less than one month of age. Recoarctation of the neo-aorta is widely recognized as a common complication after the norwood procedure, with rates from literature ranging from 11% to 37%. The majority of recoarctations that occur in the distal arch are often treated by catheter interventions, such as balloon angioplasty. The majority of recoarctations occur during the first six months following the norwood procedure. Recurrent recoarctation following balloon angioplasty has been reported in the literature ranging from 20% - 44%. Limited information is available regarding the patient's potential risk factors for incidence of recoarctation or the surgical technique used during the norwood procedure. It is important to note that use of the cryopatch sg for left-sided procedures is considered off-label, as cryopatch is only indicated for use in repair of the right ventricular outflow tract. Because this is an off-label use, there is limited data available. The specific relationship between the pulmonary hemi-artery and the reported event cannot be assessed at this time without further information. However, recoarctation and the need for multiple reinterventions have been reported in the literature and are not uncommon complications following the norwood procedure. The IFU provides the following instructions: "cryopatch sg is human biological tissue and, as such, presents considerable anatomical variation. Specific allograft attributes (representing normal biological variation) and donor-specific information are described in the allograft diagram and the certificate of assurance supplied with each allograft," and "indications: cryopatch sg is indicated for repair or reconstruction of the right ventricular outflow tract."

Event description:
According to the report, "received a phone call this morning from the cvor charge nurse stating that [the surgeon] has noticed a significant stenosis increase in patients implanted with the sg trunk patch and sg hemi-artery in arch, norwood, and reconstruction procedures." Additional information received on 03/10/2016 included four patients,three receiving a synergraft pulmonary hemi-artery, and one receiving a syngergraft pulmonary trunk patch; the other patients will be address in separate complaints. This report will focus on one of the patients who received a synergraft pulmonary hemi-artery; a separate report will be submitted and will focus on the synergraft pulmonary trunk patch.